Event description:
It was suspected that the pump was not delivering or infusing based on in-correct reservoir volumes recorded. It was indicated that more drug was withdrawn than expected; the actual volume was 16ml versus the expected volume of 9ml. It was noted that a dye study was performed and revealed that the catheter was patent. It was reported that the patient had his pump replaced and recovered without sequela. The drug delivered via pump was lioresal.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the drug delivered via pump was also dilaudid.

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump passed all non-destructive lab testing.